Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comments of a broken case and hanger. The upper case was noted to be broken around the encoder and the hanger was noted to be broken. It was also noted that the rate control knob was missing, and the battery drawer sticks on lower case. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the front of the case and the hanger on the external pulse generator (epg) was broken. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.